Event description:
Customer reports blood glucose result of 400 mg/dl taken on the advantage sys; no high blood symptoms reported, and it is unk if he took action based on result. At 30 mins later the customer was discovered passed out; paramedics were called, and blood glucose result on paramedic's meter was 30 mg/dl. Customer was treated with glucose IV. No qcs were used. Requested return of suspect device and replacement was sent.